Manufacturer narrative:
Correction - information previously submitted via MFR report number 3007566237-2019-02196 applies to this event. All future information regarding this event will be submitted in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was reporting multiple motor stalls occurring in the past month. It was noted the doctor had not provided any direction as to resolving the issue but provided the patient with a printout indicating all the stall incidents. The patient continued to have issues and had an appointment on the date of this report. The patient was worried the pump was going to just stop functioning. The company representative would be made aware of the patient¿s appointment. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl at 219.85 mcg/day, hydromorphone at 549.6 mcg/day, and bupivacaine at3.847 mg/day (concentrations unknown) via an implanted pump for non-malignant pain. It was reported multiple motor stalls and recoveries occurred on (B)(6) 2019. The patient had a refill appointment on (B)(6) 2019 where the healthcare provider (hcp) pulled the logs and showed the motor stalls and recoveries. The patient had not been around any electromagnetic interference (emi) but was gambling when the first motor stall occurred. Patient symptoms were not reported. No further complications were reported/anticipated or expected.